Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2010; 505da18 mechanical valve, implanted: (B)(6) 2010; h605m31 heart ring, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had alerted for high superior vena cava (svc) impedance. The lead was initially reprogrammed and then later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.